Event description:
During follow-up, a loss of capture and low sensing were observed on the right ventricular (rv) lead. X-ray imaging and echocardiogram were performed and revealed no anomalies. The physician suspected a micro-dislodgement due to the patient's complex anatomy. The event was resolved by repositioning the rv lead. The patient was in stable condition.